Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The visual inspection of the cuff revealed that the cuff had folds and a hole at the corner of a fold due to wear. The leakage test of the cuff revealed that the cuff had fluid loss due to a tear from wear at a corner fold. The pump passed visual inspection, leakage testing, and functional testing. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review confirmed that the event of normal device function leads to silicone fatigue and loss of system fluid is defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A device history record (DHR) and ship history review were not completed as there was no lot number reported. Based on the information available and analysis results, the leak identified in the cuff could have caused or contributed to the device being removed, therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, a hole and associated fluid loss were identified. No additional information was provided.